Event description:
A caller reported experiencing a tandem mobi cartridge alarm with their pump. Blood glucose levels did not exceed 500 mg/dl, so there was no adverse impact. The customer will continue to use the current pump until a replacement is received. Tandem technical support confirmed the cartridge alarm issue and arranged to send a replacement pump. The caller was instructed on how to store the defective pump and return it within 10 days using a provided return box and pre-paid label.